Event description:
The customer reported that the "screen keeps blacking out in use". There was no pt impact.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.